Event description:
It was initially reported that the physician serial cord adaptor was frayed and it had happen a weeks before the report. It was believed to be due to normal wear and tear. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the serial cord adaptor was discarded and will not be returned to the manufacturer for evaluation.